Event description:
It was reported to boston scientific corporation on january 15, 2019 that a flexiva ID 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the fiber tip was noted to be broken when they opened the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2019 as no event date was reported. (B)(4). Block h10: investigation results: one flexiva ID 200 laser fiber was returned broken with a kink, the fiber measured approximately 316.9 cm from the connector to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 15, 2019 that a flexiva ID 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the fiber tip was noted to be broken when they opened the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.